Event description:
It was reported that during a lap. Cholecystectomy procedure, the device did not feed correctly, four malformed clips and misfired. Another device was used to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 08/11/2008. Information anticipated, but unavailable at this time.